Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the 5 fr diagnostic right catheter was inserted into the glidesheath slender sheath, it was noted that there was bleeding around the catheter from the sheath hub. The bleeding did not appear to be excessive, however it was stated that it was more than usual. The right carotid artery (rca) percutaneous coronary intervention (pci) was performed successfully thru the sheath. The patient had a successful procedure outcome without complications. The patient condition was successful. There was no patient injury/medical or surgical intervention required. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath catheter fluid damage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.